Event description:
It was reported that the ilet user experienced a post-meal hyperglycemic excursion up to 256 mg/dl after a late lunch with unannounced cookies, followed by a decline in blood glucose from about 200 mg/dl to 119 mg/dl, after which the user consumed approximately 2 ounces of orange juice and measured 132 mg/dl. The ilet reportedly stopped insulin dosing during the decline, and the user was advised to keep carbohydrates accessible if levels dropped again. Symptoms included hyperglycemia. Outcomes included no medical intervention, no hospitalization, and stabilization of glucose by the end of the call. Investigation included customer education and review of device behavior and meal announcement practices. Investigation of this case revealed that the event aligned with expected glycemic variability from missed meal announcement and appropriate device response to falling glucose while using a teflon infusion set. It was concluded, based on previously established findings for similar reports, that the cause was user-related missed meal announcement with expected device performance.